Event description:
This is being filed to report that during clip deployment the lock line became stuck and was unable to be removed. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was advanced to the mitral valve and deployed. However, post-deployment the clip detached from the posterior leaflet (slda (single leaflet device attachment)). A second clip was successfully implanted to stabilize the first clip. A third clip was advanced to the valve and during the deployment process, the lock line became stuck after removing about 4-5 feet of the line. Trouble shooting was performed by holding tension on the lock line and inverting the clip. The clip was able to be safely removed. A fourth clip was advanced to the valve and successfully implanted and procedure concluded with mr reduced to 2. Although the issues caused a delay in the procedure, the delay did not result in an adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the additional mitraclip device referenced is filed under separate medwatch report number.

Manufacturer narrative:
The reported mechanical jam of the lock line was confirmed in testing environment. Furthermore, knots on lock line were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported inability to remove the lock line appears to be due to the observed material deformation of knotted lock line. A cause for the knotted lock line could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling.na